Manufacturer narrative:
Concomitant med prod date: unknown. The date received by manufacturer has been used as a default. Medical device expiration date: unknown. Initial reporter facility: (B)(4). Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35 leaked chemotherapeutics during preparation. There was no report of patient harm or injury. The following information was provided by the initial reporter: I need to inform you that a bd phaseal injector / protector used was found to be faulty. The issue was that it leaked the chemotherapy agent during drug preparation.